Manufacturer narrative:
UDI unavailable. It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device still implanted.

Event description:
As reported by the patient's father, 21 years after implantation of a hakim valve, the patient is experiencing pain just below the valve. Patient's father is requesting information on the effects of an MRI / CT scan on the valve.